Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this patient presented to the hospital, due to several syncopal episodes. A system check found the dextrus right ventricular (rv) lead had non-capture and decreased impedances. The device was noted in automatic capture retry. In a revision procedure, the lead was noted with insulation damage likely from clavicular friction. The lead was explanted and successfully replaced by a new lead. As the event date is after the explant date, neither date have been reported.